Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they bottom of insulin pump was damaged. Customer's blood glucose value was 342 mg/dl. Customer troubleshoot was performed. Customer was advised to discontinue use of the insulin pump and revert to a backup plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to broken solder joint on interface board. Unable to perform operating currents, self-test, a21 error test and displacement test or verify battery out limit due to blank display. No loose drive support disk noted. Device had broken off end cap.